Event description:
The advocate recently discovered the customer had been using the contour test strips with the contour next ez meter. The customer alleged to have received blood glucose readings of 165 and 166mg/dl, with the wrong strips, which were higher than expected.the meter would normally be expected to produce an error, indicating the wrong strip was inserted. No adverse event was alleged.the test strip information was not provided and they are not expected to be returned for evaluation.customer was sent a new meter and strips.

Manufacturer narrative:
Initial reporter address and phone # were not provided.